Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2024 due to cardio pulmonary arrest. The patient had an ischemic bowel and aspirated on the evening on (B)(6) 2024. A chest x-ray showed lob opacifications which were indicative of aspirations and a gastric colon. An abdominal x-ray showed dilated loops of the patient's bowel, and air around the bowel wall indicative of pneumoperitoneum. Additionally arterial blood gas analysis showed lactacte up to 6.1 and oxygen saturation was at 55 around the time of the patient's aspiration. Their log files were submitted for review and a few low flow hazard alarms were found on (B)(6) 2024 starting at 1:28 am until the no external power / driveline disconnect event on (B)(6) 2024 at 4:21 am after the patient passed. A few set speed changes were observed during that time as well. There were no unusual rotor faults, pump temperatures, or any other abnormal pump faults seen in the log files. The low flows did not appear to be a result of any external equipment malfunctions. An autopsy was not performed, but their chest and abdomen were opened prior to their right ventricular assist device (rvad) placement and an ischemic bowel was visualized and a transthoracic electrocardiogram (tee) showed a clot in the aortic root and right atrium. The death was not considered device related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. Review of the submitted log file confirmed low flow alarms; however, a specific cause for the alarms could not be conclusively determined. The submitted system controller event log file contained events from (B)(6) 2023. The file captured transient and sustained low flow alarms. The end of the file captured events consistent with the termination of support following the patient's expiration. The pump appeared to operate as intended at the set speed while the driveline was connected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including peripheral thromboembolism and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU, ¿introduction¿, also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 also lists thromboembolism as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.